Manufacturer narrative:
The customer reported that during a patient asystole event, the nurses are stating the system alarmed, but failed to give a recording. This issue would not be likely to cause or contribute to death or serious injury as real-time monitoring and alarm annunciation functions are unaffected. The issue only affects the customer's ability to obtain recordings of the event. There was no health risk from the lack of recording. Philips is only reporting this event because it is a serious injury and our device was in use. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that during a patient asystole event, the nurses are stating the system alarmed, but failed to give a recording.